Event description:
It was reported that the patient's hip is inflamed where the device was located and it was an infection. The patient saw an ER doctor who told her that the device needed to be removed as she was allergic to the metal that goes around the device. The patient was going to make an appointment to have it removed. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot#, product type accessory product ID, 3550-39 lot#, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Final device analysis of the lead revealed the following: no significant anomaly found. The lead body was cut through or segmented. Final device analysis of the anchors revealed the following: no anomalies found.